Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. No adverse event reported. Customer states the device has been lost as he has just moved. No product will be returned; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.